Event description:
A customer reported experiencing a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with complete information on how to reset the pump and assisted them through the process. After the reset, the cgm error code did not reappear, and the customer successfully started their sensor session.